Event description:
During ventilator check respiratory therapy was doing her task of wiping down the ventilator when she noticed what she thought was blood on the heater wire connection. Upon further inspection she found it was another burnt wire/cable connection. Defective product is the medline ventilator circuit used in conjunction with neptune heater. The serial/lot/reference number is (B)(6). No affect to patient, however, given prevalence (has occurred over 4x in 6 months) and significant risk could result in a burn to the patient. This issue seems to be isolated to our neonatal ventilator circuits.